Event description:
A (B)(6) male patient contacted zoll customer support to report that his monitor was flashing a "cannot use" message. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, electrode belt unusable) has been confirmed. The cause of the service code 204 was a cracked trunk cable connector. The root cause of the cracked trunk cable connector cannot be positively determined, but was likely due to excessive force. Additionally, during the investigation, the pca board failed the front end src test and fallout test. The root cause of the defective pca board cannot be determined but was likely due to random component failure. No adverse event resulted from the cracked trunk cable connector and defective pca board. The patient received a replacement monitor.